Manufacturer narrative:
Investigation summary received one (1) used cl-10 chemolock bag spike for inspection. A blue plastic shaving was observed on the spike. The color of blue did not match any of the components found on the cl-10. No flash or anomalies was observed on the spike. The spike was measured and found to meet dimensional specifications. The reported complaint can be confirmed. There was stovepipe flash observed on the port of the IV bag that could lead to particulates. The probable cause of the small blue flash inside the IV bag is due to stovepipe flash present on the blue freeflex IV bag port that was transferred to the white bag spike when the bag spike was inserted into the blue freeflex IV bag port. The IV bag is a non-ICU medical product. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a chemolock¿ bag spike where it was noted that blue particulate can be seen on the spike. It was noted that they used a 1000 ml fresenius kabi 0.9% sodium chloride injection, non-dehp bags. The event was noted during compounding inside the bsc. There was no patient involvement, and no human harm.